Event description:
It was reported that the pump inflated knee & thigh. The surgeon was performing a knee scope, pressure alarm sounded on pump about 6 mins. Into case. When the tech looked at bags they were almost empty, about 5000 cc used .they quickly stopped and re-drapped to insert a drain into the patient`s right thigh. MRI was done and had shown fluid up to the hip. Possible weak capsule, no fasciectomy or prolonged stay was required.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the complaint was not confirmed. The actual pump and tubing used in the case were evaluated.the pump met specifications and passed functional tests. The tubing was received with bladder in the drip chamber fully collapsed as well as a slight drip chamber collapse. The tubing met all specifications and passed functional testing.the most likely cause of this event is end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order.review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows:warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.